Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic. The lens was inserted into the patient's right eye. After insertion, the surgeon noticed bubbles along the edge of the lens. The surgeon decided to remove the lens, the incision was not enlarged and no sutures required. No patient injury. Another same model and size lens was implanted without any incident. The surgeon did not inspect the lens before use and he did not inspect the lens after it was removed from the eye. Unknown if bubbles were on lens when facility received it.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. Evaluation method: lens work order search. Result : visual inspection of the returned product found the lens in four pieces. Pieces of the plate haptic and piece of optic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4).